Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found no anomalies. The ins had normal impedances, telemetry was acceptable and there was good, stable output on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device returned. No new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had pain over the battery for 1 year. The rep reported that there were no environmental/external/patient factors that could have led or contributed to the issue. The rep reported that the ins was being explanted for now. No further complications were reported.